Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -16.5/4.0/062 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was intraoperatively implanted, removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim#:(B)(4).